Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system continu-flo solution sets experienced a connection issue which resulted in a leak of fluid. During an unspecified process step, it was observed that the male luer adapter was loosely connected to the patient¿s vascular access device which resulted in blood fluid to leak out of the insertion sit. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned device was functionally tested including prime testing, pressure testing, and block testing. There were no defects noted during functional testing and all the components and luer connections were secure. The returned sample was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.